Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a loss of capture and increased capture threshold was observed due to micro-dislodgement on the left ventricular (lv) lead. Diagnostic imaging was inconclusive. The issue was resolved by programming the device to vvi. The patient experienced no adverse health consequences.